Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed. One unpackaged ar-3638 fibertak inserter and associated suture construct (no batch indicators present) was received for investigation. Visual inspection identified that the suture construct was free from the inserter. Upon unraveling, it was noted that the suture was severely damaged and frayed. However, the sticking reported in the event description was not able to be visualized or replicated, as the drill sleeve was not returned, and no damage was noted to the inserter. As such, the reported condition cannot be verified.

Event description:
It was reported that when the ar-3638 was passed through the drill sleeve, the tip of the anchor stopped in the middle of the sleeve, and it also stopped halfway on the instrument table. No adverse effect on the patient.